Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was experiencing a heat/warm sensation going from the ins site to the back of the left knee. According to the patient the sensation occurs multiple times per day and was getting more frequent each day. The patient had previously increased stimulation from 2.7 to 2.8, but the increase made the issue worse so the patient reduced stimulation. At the time of the call the patient had not yet tried turning stimulation off because they did not want their symptoms to return and the patient indicated that they had not made any changes prior to onset of the issue. There were no falls or trauma reported to be associated with the heating sensation and the onset was noted to have been (B)(6) of 2018. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.